Event description:
It was reported to ge that the CT scanner malfunctioned during image reconstruction. Acquisition was aborted and raw image data was lost. There was no report of injury nor delay of treatment.